Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the connecting tube had the coating peeling, the bending section rubber was dirty, watertightness was lost due to a pinhole on the bending section rubber, the distal end was burnt, the adhesive on the bending section rubber, the scope cover had a dent, the grip was scratched, the up/down plate was scratched, the angulation lever was scratched, the control unit was scratched, the light guide cover glass was scratched, the scope connector was dirty, the electrical connector was dirty, there was low angulation, and the image had black dots due to damage on the charged coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii bronchovideoscope had leakage from the bending section rubber. Inspection and testing of the returned device found the connecting tube had the coating peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The issue was found during reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported dirty bending section cover (a-rubber) could not be determined, however, the issue was likely due to the customer not being able to complete the reprocessing due to leakage. Additionally, the root cause of the observed connecting tube coating peeling could not be determined, however, the issue was likely the result of chemical stress, storage environment, etc. The coating peeling event can be reduced/prevented by following the instructions for use which state: ¿·reprocesing manual_ general policy¿ ¿precautions - warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use and use under responsibility of a physician. Do not use if any abnormality is found¿. ¿·storage and disposal¿ ¿warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii bronchovideoscope had leakage from the bending section rubber which was found during reprocessing. Inspection and testing of the returned device found the connecting tube had the coating peeling, the bending section cover was dirty, and the plastic distal end cover had burned/melted around the instrument channel outlet at the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. Correction is being made to previously submitted g3 - date received by manufacturer on the intial. The correct date was 11/01/2022. During the device inspection, it was found that the plastic distal end cover had burned/melted around the instrument channel outlet at the distal end. Based on the results of the investigation, it is likely this event occurred because high-energy hand instruments (laser/high-frequency/etc) were used without ensuring sufficient distance from the distal end. However, a definitive root cause cannot be identified. The suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in the instructions for use. Olympus will continue to monitor the field performance of this device.